Event description:
Surgeon states he drilled to 14mm depth, and inserted a 14mm screw (fj932t/lot no. Unk). Screwdriver (fj910r) tip sheared off into one of the screwhead. Surgeon was unable to retrieve the tip. Second screw was stripped. Surgeon felt the screws were seated well enough. Surgeon then inserted 6 add'l screws into the plate with the back up screwdriver. Surgeon choose to close the pt and leave the screws in the plate. Surgery was completed as expected. Surgery was delayed approximately 30-45 mins. F/u reports for pt indicate pt is healing well. Components involved: (two) fj932t / abc self-locking cervical screw 4.0x14mm lot/batch numbers were not provided.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site eval: screwdriver was discarded by end user. Lot number was not provided. Trend analysis indicates there have been no adverse events that have generated remedial action.